Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an under infusion could not be confirmed. Log review and testing could not identify or replicate the issue. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of under infusion. Review of the suspect pump module and concomitant pcu error logs were found with no records related to the reported issue. The review of concomitant pcu event log showed that on (B)(6) 2025 at 7:48 pm, the system was powered on. At 8:05 pm, the channel alarmed for safety clamp open. At 8:07 pm, the user programmed a new primary infusion 0.9% saline with a rate of 167ml/hr and a volume to be infused (vtbi) of 75ml, and a secondary infusion of vancomycin with a rate of 166.667ml/hr and a vtbi of 250ml. The primary volume infused (pvi) and secondary volume infused (svi) were recorded as 0ml. The user started the infusion. At 9:24 pm, the user paused the infusion. The svi was recorded as 208.568ml. At 9:25 pm, the unit was powered off and removed from the system. It is not possible to determine what the actual volume is within an intravenous (IV) container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service suspect s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of an under infusion could not be identified. Testing and log analysis found the pump module working as intended. Note that this report lists imdrf annex a040502, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was infusing slower than the set rate. ¿IV pump in ob outpatient room not infusing at the rate it is set to. When the bag should be close to empty, it is still half full, even though settings are correct for the infusion." There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was infusing slower than the set rate. ¿IV pump in ob outpatient room not infusing at the rate it is set to. When the bag should be close to empty, it is still half full, even though settings are correct for the infusion." There was patient involvement, but no harm.